Manufacturer narrative:
(B)(6)2021 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Stabbed skin [skin injury] toothbrush separated the replacement head from the body [device breakage]. Case description: consumer sent e-mail stating the toothbrush had separated the replacement head from the body 2 different times while brushing. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Stabbed skin [skin injury] toothbrush separated the replacement head from the body [device breakage] case description: consumer sent e-mail stating the toothbrush had separated the replacement head from the body 2 different times while brushing. No serious injury was reported.